Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent identified that the proximal edge of the stent was damaged. The stent struts at the proximal edge were bunched-up and misaligned. This type of damage is consistent with the proximal edge of the stent getting caught on a foreign object during withdrawal. No other damage was noted with the crimped stent. A visual and tactile examination of the hypotube, midshaft and distal extrusion identified no kinks or damage. No issues were noted with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 17x3.21mm, de novo target lesion was located in the moderately tortuous and mildly calcified mid to distal right coronary artery (rca). A 3.50x24mm promus element¿ stent was advanced but failed to cross the target lesion. The procedure was completed with a 3.5x24mm bare metal stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a proximal stent damage.